Event description:
After an unsuccessful attempt to pass another stent through the guideplus ii, the orsiro drug-eluting stent system was selected for the treatment of a severely calcified lesion in the lcx. The orsiro also could not pass and the stent dislodged at the guideplus ii proximal section.

Manufacturer narrative:
Only the stent was returned for investigation and was subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned inside the 6f guideplus ii extension catheter that was used in the intervention. In the as-returned condition the stent protrudes about 19 mm from the proximal end of the extension catheter. Microscopic analysis revealed a severe deformation at the proximal end of the extension catheter. The stent is trapped at this location. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the damaged extension catheter. It should be noted that the IFU advises the user to not force the passage, stop the procedure and determine the cause of resistance before proceeding if any resistance is felt at any time during lesion access.